Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
..

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure on (B)(6) 2011in order to treat stress urinary incontinence, perimenopausal menorrhagia, desires permanent sterilization, and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysteroscopy, d&c, endometrial ablation, laparoscopic tubal ligation, cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA:(B)(4) 2017.